Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn on. The customer's blood glucose level was 151 mg/dl at the time of the incident. It was reported that the customer went for swimming in the morning. The customer tried with three different batteries. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to contact the next day, if needed help for programming the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to heavy corrosion on electrical board at the bottom of the board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a crack on the side of the battery tube which extends to the top where the battery threads are located.